Event description:
It was reported that the patient had a revision of their device (B)(6) 2008. The reason for the device was not given. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).